Event description:
Pt was revised to address loose talar component (left side). Poly wear was noted.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Provided info states the talar component was very loose, not much bone ingrowth. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specs. A search of the complaint database found no prior reports for both part and lot number combinations. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.